Event description:
It was reported that during an unknown procedure, there was an error code 5: instrument. Case was completed with a like device. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. No error code was noted. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.